Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found tubing (unspecified) disconnected from the bsv (blood sampling valve) that leaked onto and damaged the stain chamber cable causing the diff heater sensor error message. The fse reconnected the tubing and replaced the stain chamber with cable to resolve the reported issue. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer was troubleshooting an error condition of "diff heater sensor failure" when a clear liquid leak was identified. The volume was approximately 2 ml and was not contained in the analyzer. The customer did not identify the source of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.